Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
The customer reported that the unit is alarming oxygen alarm. The unit is reading 12 psi and the other unit is reading 76.3 psi. The field service engineer (fse) duplicated the reported problem. The fse replaced the data acquisition board and the oxygen reading became normal. The customer reported there was no patient involvement. The fse replaced the data acquisition (da) board to address the reported problem.